Event description:
Damage to a tandem charging cable was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies.